Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported partial clip movement could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which contributed to the leaflet partially detaching from the posterior leaflet; however, this cannot be confirmed. The reported mitral regurgitation (mr) was likely due to the clip partially detaching from the posterior medial leaflet, and the dyspnea and edema the cascading effects of mr. It should be noted that the reported patient effects of worsening mr, dyspnea and edema as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was received: on (B)(6) 2017, the original clip (cds 51020u125) had partially detached from the posterior medial leaflet (pml) and remained attached to the anterior medial leaflet. The clip was not completely detached from the pml. The mr was at grade 4. Two additional mitraclips, one medial and one lateral, were implanted as treatment, reducing the mr to grade 1-2.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the increased mitral regurgitation (mr) and leaflet flail. It was reported that on (B)(6) 2016, one mitraclip was implanted in a patient with degenerative mitral regurgitation (dmr) grade 4, reducing the mr to <1. On (B)(6) 2017, the patient was hospitalized due to peripheral edema and dyspnea. The mr was noted at grade 3. Per transesophageal echocardiogram (tee), the clip remained implanted and stable to both leaflets; however, on the lateral side of the implanted clip, a leaflet flail was seen, flailing into the left atrium. A jet of regurgitation could be seen going eccentrically to the posterior wall. The mean gradient was 1mmhg. On (B)(6) 2017, another mitraclip procedure was performed implanting 2 clips as treatment. Per physician, the event is unknown if related to the index procedure clip. There was no additional information provided regarding this device issue.